Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller said the patient was recharging 10 hours per week, thus wanting a manufacturer¿s product. The caller declined to give anymore information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting it really has not changed. They have had to charge regularly and are getting too difficult for him to understand. They report that changed the battery and it lasts so much longer.